Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, (B)(4) (rep): information was received from a manufacturer representative regarding a patient. It was reported that the manufacturer representative could not create the specific intensity that they wanted. The manufacturer representative stated that they had created two groups to address the patient¿s needs. Additional information was reported that the cause for the different intensities was not determined. A new patient orientation was started over. The patient's adaptive stimulation (as) continued to go back to zero when he went from sitting to standing, after multiple attempts and reconfiguring positions. The patient is going to be scheduled for another date when he could be in the office for at least 45 minutes and technical services will be contacted again to ensure all proper steps are taken. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the intensity is not changing to the assigned values for adaptivestim (as). The screen will not update "real time". Caller states that when she uses the check position feature, it detects the position correctly. Ins is not loose in the pocket. The caller indicates that it happens all positions but focuses on upright to mobile or laying. Caller discussed "upright to sitting" - it was reviewed there is no sitting setting. Sitting would be upright. Caller indicates that the issue only lies on groups a and c where the pt has 4 programs, on program b the issue does not exist, but he only has 2 programs. It was reviewed the number of programs would not change that. When asked for notify date, caller states that she called about this issue before. It was reviewed starting over the as from scratch or putting the values at zero and letting the pt define them himself with the controller in learn mode. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) and it was reported the issue was not resolved. The rep reoriented the ins and made sure all groups were still on adaptive stim. The patient was hoping to try overriding the settings with the patient programmer. The patient went home and was told to do a manual override by staying in the position for three minutes. No patient symptoms were reported. No further complications were reported.